Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, of continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. It was reported that glucose levels were highly variable and had been sitting with a hi reading for several hours and then dropped quickly. Sensor was inserted on (B)(6) 2016, on the abdomen. No additional event or patient information is available.